Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving intrathecal medication via an implantable pump. It was reported that the hcp increased the concentration of morphine from .5 mg / ml to 1 mg / ml but did not program the pump with the increase. The hcp wanted to know how long it would take for the old drug to get through the catheter. Hcp stated patient would be coming in tomorrow to correct the programming. The company representative (rep) and hcp called back in for assistance with calculating an advanced bridge bolus. Patient had .106ml left at 0.5 concentration 9 hours and 34 min for bridge bolus duration. Hcp was able to get the new information programed for the dose change. Additional information was recieved from the healthcare provider (hcp) reporting that the event resolved and with the help of medtronic technical support proper concentration was changed in pump and appropriate bolus calculated.

Manufacturer narrative:
Continuation of d10: product ID: a810, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.